Manufacturer narrative:
The pod was received fully deployed. An alarm was signaled by the pod, indicating that the step sensor was shorted. All three batteries were depleted, and corrosion was found in the pod. A leak was found on the unexposed portion of the soft cannula, and a tear was found under magnification at the site of the leak. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient had a high blood glucose level of 371 mg/dl while wearing the pod for longer than 48 hours on the hip/buttocks; patient attempted to deliver a bolus (5.85 units) and received a hazard alarm.